Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent atrial entrance and exit block. For a time, it was managed by increasing the atrial output and pro- gramming the pulse generator to the unipolar configuration. During explant of the device, fluid was noted in the pocket as well as in the connector of the generator. Possible insulation damage was noted.